Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer (fse) identified damaged syringe seals and replaced them. The investigation determined the issue identified by the fse was the cause of the event.

Event description:
The initial reporter complained of discrepant high results for 4 patient samples tested for elecsys troponin I stat (troponin I stat) on a cobas e 411 immunoassay analyzer. Patient 1 initial result from the e411 analyzer was 0.798 ng/ml. The repeat results from an istat instrument were <0.02 ng/ml. The sample was run 3 times on this instrument. Patient 2 initial result from the e411 analyzer was 0.72 ng/ml. The repeat on the e411 analyzer was <0.300 ng/ml with a data flag. The sample was also repeated on the istat instrument with a result of <0.02 ng/ml. Patient 3 initial result from the e411 analyzer was 0.75 ng/ml. The repeat on the e411 analyzer was <0.300 ng/ml with a data flag. The sample was also repeated on the istat instrument with a result of <0.02 ng/ml. Patient 4 initial result from the e411 analyzer was 0.70 ng/ml. The repeat on the e411 analyzer was <0.300 ng/ml with a data flag. The initial results were reported outside of the laboratory. The technician noticed the high results. The repeat results from the e411 analyzer were done with a new reagent pack from the same lot. Corrected reports were issued following the repeat testing. The troponin I stat reagent lot number was 50136300 with an expiration date of 31-jan-2022.